Event description:
It was reported that during a colonoscopy with stent placement procedure, the handle broke. A wallflex enteral colonic stent had been placed to treat an unspecified colonic lesion; however, the stent was considered "not long enough". A wallflex enteral colonic 27/22 x 9 230cm stent had been selected and advanced to "bridge a corner" to make the turn but the handle on the sheath broke off outside the patient. The physician was unable to deploy the stent. The procedure was aborted. There were no patient complications reported with the patient "feeling much better" and his current condition listed as "fine".